Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got rf pic failed selftest. The customer¿s blood glucose level was 80 mg/dl. Troubleshooting was performed for rf pic failed selftest and noticed that the customer assisted in performing a self test but the self test failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Pump received with rf pic failed selftest alarm during self test and lost sensor alarm, problem isolated to rf board.